Manufacturer narrative:
The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. (B)(4). The complaint device was not returned to the MFR therefore a device eval could not be performed. This case was reviewed by the MFR product safety monitor stating that because the catheter was removed and procedure was completed with another catheter, this posed minimal clinical risk to the pt. The catheter's low-profile, flexible distal segment is designed to facilitate catheter tracking through challenging anatomy, yet a "highly calcified artery" could likely puncture the catheter as described by the reporting customer. Otherwise, the only potential risk posed to the health care provider is biohazardous exposure from the saline leaked from the proximal shaft. Universal precautions must be exercised by the health care provider at all times to avoid the risk of exposure. No adverse events were reported. The IFU warnings for this device states: "use of the catheter is restricted to specialists who are familiar with, and have been trained to perform, the procedures for which this device is intended." "Do not advance the catheter if resistance is encountered." No further action is required.

Event description:
It was reported that while the catheter was being advanced in a highly calcified artery the catheter was unable to cross the lesion. The catheter was then removed from the body and when the catheter was flushed with sterile saline, a leak was observed in the proximal shaft. It was confirmed upon customer's inspection that no part of the catheter was missing. Another catheter of different model from the same MFR was used and completed the procedure. The device was discarded after the procedure. No pt injury or adverse event occurred.